Manufacturer narrative:
Follow-up #1 date of submission 04/17/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/02/2014 with the following findings:a review of the pump history revealed an occlusion alarm. During testing, an occlusion alarm was not duplicated. The force sensor calibration reading was within specifications. Unrelated to the complaint, the display screen appeared faded and discolored.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an occlusion (occlusion issue) issue. The reporter stated that the pump emitted a call service alarm following an occlusion alarm. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an occlusion issue.